Event description:
The therapy pt was implanted with a vented electric left ventricular assist device (lvad) it was reported by the physician that while the pt was at home, he experienced rate control fault and power limit advisory alarms. The alarms began to occur with greater frequency and the pt was admitted to the hosp. The perfusionist later reported that the alarms wew occurring every 2-3 minutes and that the advisors did not seem overly dependent on body position: however, it seemed that the alarms decreased slightly while the pt was standing and on battery power. The system controller was exchanged, but there was no change in the alarm status. It was noted that the pt's "normal" bp was 140's/60's, rate 80's flow 7-8pm, and he had gained approximately 38 ilb since his implant. The pt reported that he had sent in vent filters in the past and stated that to his knowledge the results were negative for bearing wear. He also stated the he had noticed a greater amount of black dust coming from the filters. It was determined that the lvad had possibly reached its end of life and a decision was made to replace the lvad. The lvad was exchanged and the pt remains on lvad support.